Event description:
During service activity related to a field action, a ge healthcare field engineer measured a gap between the linear rails and rotor. No screws were loose on the associated liner rails. No detector fall event and no injury occurred.

Manufacturer narrative:
This issue was identified as presenting a different failure mode than the one identified in MDR# 9613299-2013-00001. The exact manufacturing date is unk at this time, the year of MFR is 1998. Based on engineering analysis these measured gaps do not compromise the structural integrity of the component and therefore do not introduce a hazardous situation. Ge healthcare's investigation is ongoing. A follow up report will be submitted once the investigation has been completed.